Manufacturer narrative:
Unit seated at the beginning of displacement test without reservoir due to moisture damage on fsr. Unite was inspected and found moisture damage to electronic devices noted.

Event description:
The customer reported via phone call that the insulin pump had alarm was generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer¿s blood glucose level was 140 mg/dl at time of incident. Customer stated that insulin pump was exposed to moisture damaged. The insulin pump will be returned for the analysis.